Event description:
Patient called lfs alleging that their meter would read blood as control. The blood glucose test would be flagged with word "control", if the blood sample was too small, smeared, or another drop was added after the test began. Patient reported having headaches, shaky, and unable to state if patient was feeling high or low. Patient explained that patient would experience shakiness, when patient would base their insulin regimen on the meter readings. No blood glucose readings were provided. Patient did not seek any medical care from a health care professional. Patient did not have any back-up meter to test with. The customer service representative walked patient through resolving the issue. The meter and test strips were replaced, since the meter kept reading patient's blood as though it was a control solution test.